Manufacturer narrative:
The device has not yet been rec'd at the MFR for testing. An eval will be conducted upon receipt of the device, and f/u report will be submitted after the quality investigation is complete.

Event description:
It was reported during routine preventative maintenance that the device was overheating. There was no pt involvement and no adverse consequences.